Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the battery compartment was cracked above the grip pad to the threads. The battery cap threads were damaged, and was difficult to remove from a test pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.